Manufacturer narrative:
(B)(4). Investigation of the returned device found that both cuffs were still attached to the link and respective needle tips. There was approximately 1 inch of monofilament attached to the needle tip and the rest of the monofilament was not returned. The condition of the device does not match the reported event. Based on the investigation findings, the device was deployed successfully; therefore, the cause could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.